Event description:
It was reported that the insulin pump alarmed an error while the customer was sleeping. The blood glucose reading was 146 mg/dl. Upon troubleshooting, it was found that the insulin pump failed the self test. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the self test due to faulty component on the radio frequency board. The device also was received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.